Event description:
Migration of the stem and femur fracture, 2 months after surgery.

Manufacturer narrative:
Document review. Amistem h femoral stem size 5 std - ref. 01.18.135/ lot 113570 (56 stems produced). All parameters were found to be conforming to specifications valid at the time of manufacturing. Thirty stems belonging to this lot have been already implanted and no incidents have been reported up to now. Medacta consulted a (B)(6) surgeon expert on amistem surgeries and ask for his opinion: from the x-rays, it seems the size of the stem chosen was too big and this is highly likely the cause of the problem.